Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The french prestataire stated "difficulty inserting the cannula / mechanism problem". It was confirmed that the pink slide moved forwarded and it is unknown if the cannula was visible upon pod removal. The patient wore the pod on the skin for between 24 and 36 hours. No impact on the patient's glucose levels was reported.